Event description:
On (B) (6) 2009, the pt reported that a couple of weeks ago, while changing the insulin cartridge, insulin spilled into the cartridge compartment of the infusion device. He stated that the insulin cartridge plunger did not become stuck to the piston rod. He allowed the infusion device to dry for "a day or so", but he has "seen moisture in there ever since this happened." On (B) (6) 2009, an e8 (power interrupt) was displayed and he was able to clear the error. The e8 was displayed again on (B) (6) 2009. He was advised that the e8 can occur if the battery is removed while the infusion device is in the run mode. He stated that battery has not been removed in "quite a while." He switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.